Event description:
Patient was undergoing a laparoscopic gynecological procedure. After abdominal distension, the needle was removed and the 12 mm bladeless optical viewing trocar was inserted using the 5 mm laparoscope to visualize entry. It was noted that the trocar tip was indented and irregular. Trocar was removed and replaced. No injury was noted as a result of the defective tip.what was the original intended procedure?laparoscopic left salpingectomy, right neosalpingostomy, chromotubation.device #1is this a laboratory device or laboratory test?no.